Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient experience elevated blood glucose levels as high as 25 mmol/l with symptoms of tiredness and headache associated with cs 064-0001 alarms. The reporter stated that the patient's supplies were changed out appropriately but the cs 064 alarms continued. During troubleshooting the cartridge and tubing were able to be manually primed appropriately but the pump again alarmed cs064. This report is made based on the allegation that the patient experienced hyperglycemia associated with pump alarms.

Manufacturer narrative:
(B)(4):a review of the black box shows multiple cs alarms due to priming after an occlusion. The pump powers on normally with no alarms. An ezprime operation was successfully performed with no issues. The pump was exercised for 29 hours with no delivery issues occurring. During investigation, the ok and up arrow keypad buttons were intermittently responsive. Investigation revealed contamination under all button contacts.